Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va1c5nw, implanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va0bde5, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type: lead.

Event description:
A manufacturer representative (rep) reported that when the implantable neurostimulator (ins) is turned on the patient experiences a shocking sensation on the left side of their body, left arm, and left leg, with blurred vision since (B)(6) 2017. It was stated that the patient had a lead implant in the left brain on (B)(6), indicating recent medical emi. The patient would be admitted in hospital "friday and saturday," and when turning the ins on for the right side before being released they began experiencing the symptoms and were not released due to mobility issues without the dbs therapy. There was no procedure done with the right side brain. The rep will be meeting with the patient later on date notified to discuss the issue. Additional information received from the rep on jan-16 reported that there were no high impedances detected and reprogramming the electrode on the right lead form -8 to -9 resolved the issue. It was stated that there was no explanation as to why the patient's left side/right lead was affected when the right lead "was not touched." However, the issue was resolved with the patient's therapy restored and them happy. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.